Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the central station was rebooting. Per communications with the fse, this was determined to be related to the 2018 adt reboot issue. There was no patient incident.